Event description:
On (B) (6) 2009 subject was implanted with elevate, and had a hysterectomy procedure. On (B) (6) 2009 subject reported urinary incontinence. The site reported the severity as moderate, event is not related to the device and unk if related to procedure. Medical action taken: physiotherapy. Event status: continuing. No further information provided.